Manufacturer narrative:
The test strips were provided for investigation where they were tested using retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 45, 45, 45 mg/dl. Level 2: 299, 306, 309 mg/dl. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from accuchek inform ii meter serial number (B)(6), compared to another accuchek inform ii meter and to a laboratory result. This medwatch will cover meter serial number (B)(6). Refer to medwatch with a1 patient identifier pt-(B)(6). For information on accuchek inform ii meter serial number (B)(6). At 3:33 p.m., he laboratory capillary sample result was 214 mg/dl. At 4:48 p.m., the patient was treated with 50% dextrose and 10 units of regular insulin. At 5:02 p.m., the other meter's result was 511 mg/dl. At 5:05 p.m., the meter result was 179 mg/dl. At 5:010 p.m., the other meter's result was 212 mg/dl.

Manufacturer narrative:
The strips were provided for investigation. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.